Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Reportedly, the customer had loaded the cartridge with cold insulin. No troubleshooting could be performed as the event had occurred in the past. Customer's blood glucose level was not impacted by this issue.